Manufacturer narrative:
Correction: based on new information provided, the file is now deemed as not reportable. Please cancel MDR . H3 other text : device is no longer reportable.

Event description:
It was reported that (4) lvp modules experienced keypad separation. There was no report of patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Only door assembly kit was provided for pending investigation.

Event description:
It was reported that (4) lvp modules experienced membrane frame separation. There was no report of patient involvement.